Event description:
It was reported that a user trained on the ilet bionic pancreas discontinued use after approximately one week due to frequent low blood glucose episodes and a preference for manual basal control and not being connected to a tubed pump, and subsequently requested to return the ilet pump and associated disposables. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no reported medical intervention, and no device alerts or alarms. Investigation included a review of the complaint details and coordination with the field team regarding return authorization. Investigation of this case revealed no device malfunction reported, and no device component issue identified, with the event attributed to user dissatisfaction and therapy preference rather than a confirmed product failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.